Event description:
Customer reported via phone call that the insulin pump was exposed fluid. The blood glucose reading was 220 mg/dl.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display was noted. Moisture damage was found on the electronics, motor, battery tube, vibrator and keypad assembly during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.